Manufacturer narrative:
On 10/26/2020, infutronix confirmed with the service provider that the affected device was never returned for evaluation because the end user contacted their healthcare professional on instructions on how to clean, and re-attach the administration set to the catheter connector. The issue was related to a loose connection to a catheter connector, and not a device defect, or malfunction.

Event description:
On 10/26/2020, a distributor of infutronix reported the following on behalf of an end user : patient's daughter called because the patient had some leaking in a gap (loose) between the pump connector going to the catheter connector. Anesthesia will show them how to reconnect it properly [¿ ] does not need to be returned because the doctors will show patient how to reconnect it. Device operator was a patient. A patient was involved, but not harmed.